Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump alarmed post-reset ram crc alarm. The customer's blood glucose was unknown at the time of the incident. The customer reported they were unable to clear the alarm. The customer was able to rewind the insulin pump. The customer also reported the battery had died and they had issue getting into auto mode now. The insulin pump will not be returned for analysis.